Event description:
Boston scientific received information that this patient's remote monitoring system displayed a red blinking light. The patient was advised to contact the clinic about a potential problem with the implanted device. The patient's phone system is not compatible with the communicator and he was advised to try another residence. The caller mentioned that the tachycardia therapy was programmed off a few days ago. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains in service at this time and efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.